Event description:
According to the article "percutaneous devices for stroke prevention" in the publication of cardiovascular revascularization medicine, during an attempted occlusion of the laa with an asd device, the device embolized immediately after implant in four (4) patients. Two patients required surgical intervention. Another occluder had embolized during follow-up and was snared and percutaneously removed. The article sited using asd, vsd, pfo devices. It is unknown which devices embolized. Aga medical contacted the author of this article and no additional information will be provided regarding these events.